Manufacturer narrative:
The field service representative (fsr) was dispatched to the user facility. The fsr heated the water from about 5-10 to 40 degrees, three times per channel. During all of this testing, the machine performed properly with no error codes. The fsr completed preventative maintenance, the unit performed to manufacturer's specification and is ready for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature of the heater cooler (hx2) was set to 38 degrees celsius and it only reached to 34 degrees celsius when the wrench service alarm sounded and illuminated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: according to the biomedical technician (bmet), during rewarming of the patient with a water setpoint of 38 degrees c, the service wrench icon illuminated and there was an audible tone indicating a functional issue. The actual water temperature was about 34 degrees c at the time. According to bmet, the perfusionist switched to the other channel in attempt to continue warming the water but again the service wrench icon illuminated with the audible indication of a functional issue. The perfusionist elected to switch to a back-up unit to complete warming and to complete cpb. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.